Event description:
It was reported that the patients stimulation was not helping her right side as much, and when raising the stimulation, it was too much on the left leg. A system check found that contacts were out on both the left and right leads. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned, as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5108713.